Event description:
The customer reported of a (B)(6) pt with a retained pillcam sb2 capsule. The customer reported that 72 hrs after the pt underwent capsule endoscopy she was admitted to the emergency department with a two days history of progressively worsening abdominal distention and peri-umbilical pain, and complaints of nausea and vomiting. According to the customer abdominal exam revealed a soft but grossly distended abdomen with rebound tenderness over the peri-umbilical region, as well as percussion tenderness. X-ray abdominal showed air fluid levels with a distended small bowel and a retained capsule endoscope in the terminal ileum consistent with a small bowel obstruction. Intra-operatively, a 3 cm segment of strictured bowel was noted with the capsule endoscope occluding the bowel at the proximal end of the stricture. The strictured segment along with capsule endoscope was resected and normal appearing distal and proximal bowel were anastomosed. Histopathology of the resected specimen showed inflammatory infiltration of the wall with fibrosis of the muscularis propria, suggestive of non-specific chronic inflammation. Analyzed images from the operatively retrieved capsuled showed multiple angiodysplastic lesions in the proximal small bowel.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that pillcam sb capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess pts before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography.